Event description:
A pt allegedly reported that they have not been taking enough insulin because of their one touch profile meter inaccurate low readings. In a meter to meter comparison, pt reported a blood glucose reading of 210mg/dl with the ot meter versus 260mg/dl with the accucheck meter. Results were obtained about 90 minutes apart. Pt did not report experiencing any adverse events. Pt refused to provide any further info. Pt also refused to return meter for further investigation. No further info is available.